Event description:
A report alleges that a fenestrated tracheostomy tube was intubated in a pt for more than 60 days resulting in the formation of a granuloma. It is alleged that the granuloma tore when the tracheostomy tube was removed resulting in bleeding.